Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and illegible. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filedno conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a test battery cap was used for all testing because the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. Inspection revealed that the returned battery cap threads were damaged. The pump powered on with a test battery cap to a dim, discolored display. Unrelated to the initial complaint, the battery compartment threads were found to be damaged and the battery compartment was found to be cracked in the thread area and below the grip pad.